Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are misaligned more than they were when they started treatment. Several teeth are chipping, one tooth broke and bottom teeth are protruding out. Their jaw hurts when they wake up. The top teeth have more gum recession. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.